Manufacturer narrative:
As reported, two 5f mynxgrip vascular closure devices (vcd) failed. The sealant came out and didn't deploy properly. There was no reported patient injury. It is reported that the physician did not wait the full ninety seconds. Additional information was not available. The devices will not be returned for evaluation. The reported events of ¿sealant misdeployment-complete¿ could not be confirmed as the devices were not returned for analysis. The exact cause of the issues reported could not be determined. Based on the limited information available for review, handling factors of the device (the physician did not wait the full ninety seconds) possibly contributed to the misdeployment events reported. According to the instructions for use (IFU), which is not intended as a mitigation, ¿detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle. While maintaining light tension to keep the balloon abutted against the arteriotomy or venotomy, immediately grasp the advancer tube at the skin and gently advance until the single marker is fully visible and then hold in place for up to 30 seconds. Lay the device down for up to 90 seconds.¿ if the sealant is not given enough swell time, it could cause the sealant to be retracted with the device during device removal, resulting in a misdeployment. Based on the information available for review, there is no indication that this event is related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, two 5f mynxgrip vascular closure devices (vcd) failed. The sealant came out and didn't deploy properly. There was no reported patient injury. It is reported that the physician did not wait the full ninety seconds. The devices will not be returned for evaluation.